Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01feb2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a burnt smell occurred while the device was in use on a patient. No patient or user harm was reported. Event date not specified; estimate used.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.